Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account generated discrepant axsym hcv v3.0 results on a patient specimen. The specimen tested axsym hcv v3.0 reactive (59 s/co) but then repeated nonreactive twice. A second specimen was retrieved which tested axsym hcv v3.0 reactive (61 s/co). The account believes the reactive axsym hcv v3.0 result to be correct. For troubleshooting purposes, the account performed maintenance on the axsym analyzer. The account believes the discrepant results were due to a sample integrity problem

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. The investigation unit did not receive a customer sample for use in the investigation. There are several reasons why erratic results may occur when testing patient samples. This investigation verified the accuracy of the reagent kit by testing replicates of a reactive sample (we used the positive control, as the account sample was not available) and an in-house kit of lot number 62080lf00 , which is identical to the lot used at the account, except for the lot of specimen diluent 1. The index calibrator, negative control and positive control were within the specification range and an additional 26 replicates of positive control yielded reactive results with individual values ranging from 3.44 s/co to 4.45 s/co, thus showing good reproducibility. As part of this investigation the investigation team reviewed the complaint and manufacturing records for axsym hcv version 3.0 reagent kit, lot number 62079lf01. This review did not identify any problems relating to the account's observation. No other customer has complained about erratic results with this lot number. Based on this investigation, it is determined that axsym hcv version 3.0 reagent kit, lot number 62079lf01, identified in this complaint, is performing acceptably. Specimen integrity or handling may also cause erratic results. Ensure that specimens containing fibrin, red blood cells or particulate matter are completely clotted and centrifuged prior to testing. Inspect all specimens for splashing, air bubbles and foaming. Refer to the assay package insert for specific instructions on centrifuging and removing bubbles from samples. The axsym instrument can also cause erratic results; therefore, a fluidic check might be indicated to check pipetting accuracy of the instrument. This is a final report.